Manufacturer narrative:
Device scrapped.

Event description:
This report is based on information provided by customer and has been investigated by the philips complaint handling team. Philips received a complaint on the xl indicating that the device exhibited symptoms of a critical device failure in that the device cannot be started. There was no patient involvement. The customer has decided to scrap the device and declined repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.